Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: the pump¿s black box data could not be downloaded due to moisture contamination. A visual inspection of the pump showed that the battery compartment was cracked. The pump was unable to power on with the returned battery cap and a test cap. The pump cover was opened and moisture contamination was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power issue. There was reportedly no damage to the pump or battery cap. There was no reported moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.